Event description:
Same case as: 2134265-2008-04267. It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The patient presented with an acute myocardial infarction. The 80-100% stenosed lesion being treated was located in the mid to distal left anterior descending (lad) artery. The lesion was predilated with a 2.0x15mm maverick balloon; several inflations were made. A 2.25x24mm taxus atom drug eluting stent was deployed in the distal lad, balloon withdrawal resistance was experienced during removal. A 2.75x32mm taxus express drug eluting stent was placed in the mid to proximal lad. A 2.25x20mm taxus atom drug eluting stent was deployed in the distal lad, balloon withdrawal resistance was experienced during removal. Multiple balloon inflations were made before the stent delivery system could be removed. Pt status reported as "fine."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.